Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: device thrombosis;thrombosed lvad.specific component(s) involved: pump drive unit malfunction;intervention(s): replacement of pump;type: lvad.